Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a lasso nav variable eco catheter during which a visualization issue was encountered. During the procedure, the catheter portion of the device was not displaying on the carto 3 system, but the base of the catheter was visible. As a result, the fast anatomical map (fam) could only be created with the catheter base. A cable change did not resolve the issue, so the catheter itself was changed out for another one. The procedure was delayed by 15 minutes, but the case was able to be resumed without any patient consequence. The device was returned to biosense webster, where it was found that the proximal side of ring #19 was folded over and sharp. Additionally, there was a spine cover wrinkle on the proximal side of ring #20. Sharp edges of these rings can potentially lacerate the patient's internal tissues. As such, this issue is MDR reportable. It is unknown if the catheter was withdrawn from the patient with any difficulty, but the catheter was not visually damaged prior to patient introduction. No information is available regarding the sheath used during the procedure.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a lasso nav variable eco catheter during which a visualization issue was encountered. The returned device was visually inspected upon receipt and ring #19 was found squashed, folded over and sharp. The catheter outer diameters were measured and were found within specifications. Further information received indicates that no visible damage was seen on the catheter. All catheters are inspected for visual damages before packaging. On-line inspections are in place to prevent catheters with this type of damage from leaving the facility. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The customer complaint cannot be confirmed. Based on available analysis finding results, the root cause of the electrode damage does not appear to be caused by any internal bwi processes.